Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced falls since implant. Chest x-ray confirmed the right atrial (ra) lead had dislodged into the tricuspid valve. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.